Event description:
It was reported that pump battery charged very slowly. Customer¿s blood glucose level had no adverse impact. Technical support sent replacement cartridges, infusion sets, charging cable, and wall adapter, attempted follow-up by phone and sms, and ultimately closed case after customer did not respond.